Event description:
Revision / l4 - 5 fractures of three (3) out of four (4) pedicle screws. Pseudoarthrosis with scarring and instability disc herniation and stenosis with facet degeneration at l5 - s1.

Manufacturer narrative:
Lot numbers: 51322998 (1) device will be forwarded to MFR for eval.